Event description:
It was reported that during an unk procedure, the edge of the blade broke when it was touched outside of the pt. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.